Event description:
Boston scientific received information that during an ablation procedure noise and oversensing resulting in asystole for > 2 seconds were displayed on this device . A request to programming options to avoid asystole and noise during an ablation procedure was requested from technical services. Technical services discussed magnet application or asynchronous pacing+monitoring during the procedure, as well as the algorithm found in this device which is designed to filter out noise from the sensing amplified. This algorithm should not be used during special medical procedures but would work during normal device operation in case of unknown noise. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.